Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the ccd unit and the camera cable were flooded. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the water ingress into the camera head. The exact cause of the water ingress could not be conclusively determined. If additional information becomes available, this report will be supplemented.